Event description:
It was reported the customer had low blood glucose levels. Customer consumed food to stabilize his blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.